Event description:
Pt in prone position for sterotactic breast biopsy. Four biopsy specimen had been taken when machine broke down. Trouble-shooting was done but equipment could not be brought on line.